Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro successfully completed cauterizing and separating the 3rd branch. When the surgeon completed the 4th branch, he deactivated the device's activation toggle switch, but the tissue welder would not turn off in the pt's leg and the power supply kept beeping. The tissue welder's jaws became read and began overheating. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation is completed. (B) (4).